Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 11-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-mar-2018 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The battery compartment was found to be cracked. The returned battery cap threads were stripped and the battery cap was unable to fit and maintain an electrical connection. The reported "power" complaint was duplicated. A test battery cap was used and was able to fit. There were no further power interruptions during investigation. The pump's cover was removed and there was no intermittent condition found to the power printed circuit board.